Event description:
Information was received from a friend/family member and a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient and her husband stated they charge every night to 100% and the ins used to deplete from 100% to 30-50 by morning, but lately the ins is only depleting from 100% to 90% for the entire night. The patient and caller were asked to connect the controller to the implant and the controller showed ins 100%, controller 100% and therapy is off. When asked a clarifying question, the patient and caller didn't know the meaning of stimulation off. Information was reviewed and the caller and patient were assisted to turn therapy on. Caller and patient said they could have turned off the therapy. Reviewed button meaning, how to adjust stimulation and navigate the controller screen. They also reported that when they are charging the implant the controller will shut off and they will unplug the recharger and start over. The patient and caller were asked to both inspect the recharger (rtm) for damage and if the rtm gets hot when recharging. Patient said rtm gets hot and caller said there is kinks and cracked on the cord insulation. The issue was not resolved. An email was sent to the repair department to replace the recharger device. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) found insulation is slightly pulled out of rtm donut. Scrapped due to failing on bench testing but passed at plexus. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.